Event description:
Reporter indicated that vns pt has experienced persistent wound difficulties since implant. Further follow-up revealed that the pt had a low-grade staph aureus infection and was subsequently explanted. Review of mfg records for both the pulse generator and the bipolar lead confirmed sterilization of devices.